Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the scanner not working. A field service engineer reboot station and found the scanner turned on. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system 6hc3 scanner not working. The customer stated that there was a delay to the patient's workflow for the narcotic medication. There were no adverse events or injuries reported based on this incident.